Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, at the beginning of deployment, the team realized the balloon was ''ruptured'' from advancing through calcified tortuous aorta. The valve and delivery system were removed as a unit with no patient injury. New devices were used successfully. The patient is stable post procedure.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, at the beginning of deployment, the team realized the balloon was ''ruptured'' from advancing through calcified tortuous aorta. The valve and delivery system were removed as a unit with no patient injury. New devices were used successfully. The patient is stable post procedure.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The 26mm commander delivery system was returned unlocked at packaging position, with no flex or no fine adjust in use. An atrion inflation device was attached with 23 ml of fluid remaining inside. The delivery system was fully inserted through the sheath and full loader assembly. The valve remained crimped on the inflation balloon. The returned device was visually inspected and the following was observed: balloon torn observed; minor flex tip gouges; minor compression on flex shaft approx. 2'', 2.75'' and 3.5'' from flex tip; 14f sheath tip opened as designed. Due to the condition of the returned device (balloon torn), no functional testing was able to be performed. Dimensional inspection was performed and the double wall thickness of the crimp balloon was taken. All measurements met specification. A device history record (DHR) and a lot history review were unable to be performed as no work order was provided. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon torn was confirmed based on product evaluation of the returned device. A review of the manufactuing mitigations did not provide any indication that a manufactuing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Potential root causes for material separation between the inflation balloon and crimp balloon have been identified and documented in a product risk assessment (pra). As identified in the pra, high forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. Potential sources of increased valve alignment forces could be residual fluid in the balloon, patient tortuosity, and performing valve alignment in a non-straight section. Per report, ''at the beginning of deployment the team realized the balloon was 'ruptured' from advancing through calcified tortuous aorta.'' If the patient anatomy was calcified and tortuous, it is likely that valve alignment was performed in a non-straight section. Performing valve alignment in a non-straight section can unseat the valve (non-coaxial placement of valve in relation to the flex tip) from the flex tip and dive into the lumen of flex tip, as suggested in by the gouges observed on flex tip. A non-coaxial valve can result in high valve alignment forces. The bond area between the inflation and crimp balloon may separate when subjected to unusually high forces. As per the training manual, ''if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon.'' Without the return of applicable imagery, a definitive root cause was unable to be determined at this time. However, available information suggests that patient factors (calcification, tortuosity) and procedural factors (valve alignment in non-straight section) may have contributed to the event. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The balloon torn issue and its associated risks have previously been documented and assessed in pra. No product non-conformance was identified during the evaluation and the occurrence rate did not exceed the control limit.